Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure during which they had their scs system removed due to inadequate stimulation. The patient has fully recovered postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. (B)(6). Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. (B)(6). Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. (B)(6). Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. (B)(6). Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 2000022462. Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 2000020910.